Event description:
The patient was implanted with a heartmate ii left ventricular assist device. It was reported that the patient presented to a routine clinic visit on (B)(4) 2015 and a pump stop occurred when the patient was connected to a power module. The system controller event log history was reviewed and two events of low speed and low flow hazards and a pump stop with associated power elevations were noted; the patient had been connected to a power module during the events. X-rays of the complete percutaneous lead (internal/inside the body and external portions outside of the body) looked normal and did not reveal any stressed or irregular areas to the shielding or any other type of damage. A thin area of damage was noted on the white silicone tube covering of the external percutaneous lead. The thin area of damage was partially opened by the vad coordinator and no fluid or indications of an electrical short were found inside the silicone tube. The system controller was exchanged to a pocket system controller. On (B)(4) 2015 the patient¿s pocket controller history log was reviewed and no driveline faults were noted. It was reported that there had been no more alarms since the primary event had occurred. A percutaneous lead electrical continuity test was performed with no issues found. The external portion of the percutaneous lead was evaluated; the white silicone tube was opened from the connector bend relief to 10cm distal to the exit site and no fluid or indications of an electrical short were noted. The shielding of the percutaneous lead appeared normal and was characteristic of more than 4 years in use. The patient was connected to a power module with a normal grounded power module patient cable and no pump stops occurred. No alarms were reproducible during manipulation of the percutaneous lead while the patient was lying in bed, including while the patient moved the thorax. However, when the patient was placed in a sitting position (same as during primary event) and moved their thorax in a different axis, a pump stop occurred. The patient was switched back to battery power. Additionally, when the patient was connected back to the power module, a pump stop occurred again. When the patient was placed back in a lying position the pump operated while connected to the power module with a grounded power module patient cable. A pump stop could not be reproduced with manipulation of the percutaneous lead while the patient was lying down. It was reported that damage to the internal portion of the percutaneous lead was suspected. Rescue tape was applied to the percutaneous lead. The patient was listed for a heart transplant. The patient remained asymptomatic. No additional information was received.

Manufacturer narrative:
Approximate age of device: 4 years and 4 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
On (10-19-2015) additional information: the reported pump stoppage was confirmed based on the review of the submitted system controller log file. The log file captured several pump speed reductions and one pump stoppage, which appeared to occur while the patient was operating on the power module and appeared consistent with a potential percutaneous lead (lead) wire compromise. However, the lead wire damage could not be confirmed because the pump is not available for evaluation. Photos of the external portion of the lead were also submitted, which confirmed an area of cosmetic damage to the outer silicone sleeve; however, the shielding showed only slight breakdown normal for the duration of use. Information received on 2015-10-08, indicated that the patient remains ongoing on the ungrounded patient cable and is still waiting as high urgent status for heart transplant. It was noted that no additional low speed events or pump stoppages have occurred. No further events have been reported for the patient at this time. The device history records were reviewed and showed no deviation from the manufacturing and quality assurance specifications. The manufacturer is closing the file on this event.